Event description:
Medtronic received a report that the cuff of an endotracheal tube would not inflate. The customer observed a cuff leak. Recannulation of a replacement tube was required.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed that the cuff deflated immediately. A visual inspection was performed and it was observed the inflation line was damaged. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff of an endotracheal tube would not inflate. The customer observed a cuff leak. Recannulation of a replacement tube was required.